Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal fentanyl 200 mcg/ml (unknown dose) via an implanted pump. A programming error occurred at the last refill. The date of the programming was unknown. The wrong drug concentration was entered, 160 mcg/ml was entered when in actuality it was 200 mcg/ml drug. It was planned to change the concentration to 400mcg/ml. The error was resolved and there were no concerns. The patient did not experience a symptom change. Patient and device information, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.